Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The initial reporter not known at the time of reporting. Foreign country: (B)(6). The 510k number was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navlock and probe are outworn. The navlock handle was broken. No patient was present at the time of the event.